Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, four resolute integrity des were implanted in the lad. Approximately 22 months post index procedure, patient suffered from cerebral infarction. Event was treated with medication. Investigator and safety assessed that the event was not related to index device or antiplatelet medication. Patient is recovering.